Manufacturer narrative:
The reported event of heat was not confirmed; however, a worn rotor was noted. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The device was overheating during a procedure. There was no patient impact, no delay, no medical intervention and no adverse consequences.

Event description:
The device was overheating during a procedure. There was no patient impact, no delay, no medical intervention and no adverse consequences.